Manufacturer narrative:
This needle is supplied from terumo medical corp and they have been notified of this event. A complete investigation is not able to be performed as the user facility did not save the sample. A review of our complaints database shows this to be the first report, of needle out of epoxy, on this needle. We have previously had reports of this nature (for different needles). At least three of the reports, when the sample was examined, they were not valid and likely an event of the user not securing the connections per the instructions for use. There is no way to determine if this report is valid without the actual sample. This facility has twice sent back what they reported as needle out of epoxy and we have been able to confirm that is not valid.

Event description:
User alleges they had one event of the hypodermic needle adhesive seal, between the metal and plastic, not holding, thus allowing needle to disassemble. No reported injury.